Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl; cause of the low bg was due to the pump basal rate setting being too high. Customer addressed bg level by ingesting orange juice and food. Reportedly, the customer contacted the healthcare provider regarding pump settings.